Manufacturer narrative:
(B)(4).

Event description:
It was reported that "found fos not zeroing consistently. Replace fos bd. Pump shut off multiple times". Patient's current condition unknown. At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "found fos not zeroing consistently. Replace fos bd. Pump shut off multiple times". Patient's current condition unknown. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint of "pump shut off multiple times" is not confirmed. The returned power supply passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Teleflex will continue to monitor and trend for reports of this nature.